Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported an unknown sensor issue. The sensor was inserted on (B)(6) 2018. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.